Event description:
Pt had surgical placement of urethral sling (B)(6) 2016. This year she began having urinary leakage and difficulty emptying her bladder. She was seen by urogynecologic specialist who diagnosed shrinkage and twisting of the sling. Pt required surgery on (B)(6) 2019 for removal of urethral sling and burch urethropexy. FDA safety report ID# (B)(4).